Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced tube was used after the expiration date. This event occurred 400 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the customer received 400 tubes with expiration 10/20, 200 units with expiration 11/20, and another 200 that expire on 12/20 (the rest of the material corresponds to the lot that appears on the bd delivery note) without having notified them that bd delivered the goods that are going to expire very soon, so the customer did not realize it and about the 400 units of october expired, they realized that the tubes were expired when did not fill correctly due to vacuum.".

Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex e grid: e2403. Imdrf annex f grid: f26. Imdrf annex a grid: a2301. Investigation summary. Bd had not received samples or photos for evaluation. Retain samples from bd inventory could not be evaluated as the expiration date had been exceeded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of expired tubes. Bd was not able to identify a root cause for the indicated failure mode and makes no claims on the use of expired products.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced tube was used after the expiration date. This event occurred 400 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the customer received 400 tubes with expiration 10/20, 200 units with expiration (B)(6) 2020, and another 200 that expire on (B)(6) 2020. (The rest of the material corresponds to the lot that appears on the bd delivery note) without having notified them that bd delivered the goods that are going to expire very soon, so the customer did not realize it and about the 400 units of october expired, they realized that the tubes were expired when did not fill correctly due to vacuum."